Event description:
This is a complaint of 38 sizers that are showing cracking after very few used. However, these are not reported to have pieces missing. Device for hvt handle/sizer fractures has been initiated.

Manufacturer narrative:
Device not returned.